Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and not returned and the I-blade upper tip slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement..

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic hysterectomy, the jaws of the enseal instrument broke during use, falling into the patient. The broken piece was retrieved. A second like device was used to complete the procedure. There were no patient consequences reported. No additional information is available at this time.